Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing intermittent surges and inadequate stimulation despite reprogramming. It was also stated that the patient was having difficulty charging the ipg. Database analysis revealed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.